Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to an episode of atrial arrhythmia. All therapy was exhausted. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.